Event description:
It was reported that during the c.a.b.g., radial artery havesting procedure, the cs14c shear was used to dissect the radial artery. After 5-15 minutes the generator displayed an instrument error code. The device was replaced. There was no patient consequence.